Event description:
A consumer reported she experienced a "bacterial ulcer" in both eyes (right eye more than left eye) with use of this product. She stated her initial symptoms presented as a feeling of a scratch on her contact lenses. She reported she discarded her contact lenses several times and inserted new ones hoping to resolve the issue; however, these measures did not help. She stated she also experienced symptoms of eye pain, non-stop tearing, and severe headaches. The consumer reported she visited her ophthalmologist who diagnosed her with a "bacterial ulcer" and prescribed anti-infective, anti-inflammatory, and antibiotic eye drops to treat her. She stated the "ulcer" in the right eye is still healing while the one in the left has resolved. She also stated her visual acuity was not affected by this event. The consumer reported she has discontinued her contact lens wear temporarily until her eyes heal as well as stopped using this solution. She stated she wears acuvue oasys with hydraclear plus soft contact lenses.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 135066f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. There are no similar reports for this lot. Evaluation of retention sample from this lot is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/21/2008.